Event description:
It was reported to philips that the device could not be turned on. There was no report of patient involvement. The device was evaluated by the customer with assistance from philips field service engineer (fse). The reported issue was confirmed and caused traced to defective power supply. Based on the conclusion of the evaluation, it was determined that there was malfunction of the power supply. The part was replaced and the device problem was fixed. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.